Manufacturer narrative:
Device was used for treatment, not diagnosis. Reporter's phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from the (B)(6) that during service and evaluation, it was determined that the motor of the handpiece device seized, jammed, and was moving heavily. It was noted that the device had a defective motor. It was further determined that the device failed pretest for check the off/forward/reverse mode, change 10 times from forward to reverse at full speed, and check power with test stand. It was noted in the service order that the device did not work properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.